Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant procedure, the implantable cardioverter was interrogated and exhibited oversensing cross talk. The atrial pacing was sensed in the ventricular channel. The device was reinterrogated and reprogrammed successfully. The patient was stable and would continue to be monitored.